Manufacturer narrative:
The reported events of low pacing lead impedance, twisted insulation, and coil damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found that the outer insulation was twisted and that the outer coil was kinked in two locations at the proximal region of the lead which is consistent with procedural damage. The cause of the reported event of twisted insulation and coil damage was isolated to procedural damage. X-ray examination showed that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead was shorting due to over torqued inner coil at the connector region. The cause of the reported event of low pacing lead impedance was isolated to the over torque of the inner coil which is consistent with procedural damage.

Event description:
During the implant procedure, low pacing impedance was observed on the right ventricular (rv) lead. Upon examination, the insulation of the rv lead was found to be twisted and the coil appeared to be damaged. The damage was alleged to have been due to a malfunction of the lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.